Event description:
It was reported that there are two (2) large volume infusor ruptured bladder and subsequent leaked "just before it finished". This was observed during patient infusion of 4g cefepime. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The events occurred between (B)(6) 2022 and (B)(6) 2022. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 14, 2021 - october 15, 2021. H10: two (2) devices were received for evaluation. During visual inspection, the bladder was observed ruptured. The bladder was examined for any signs of abnormality which may have caused the device to rupture. No signs of abnormality were found on the ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.